Manufacturer narrative:
Event date: (B)(6) 2020.

Event description:
A customer reported to philips that while delivering therapy to a patient, the v60 ventilator would not enter standby mode, and the patient experienced an event of oxygen desaturation. The customer reported that the unit was in use on a patient at the time of the reported device behavior and adverse event. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed ventilation therapy via the respironics v60 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on (B)(6) 2020, the patient was receiving therapy via the v60, the device would not enter standby mode, and the patient experienced an event of oxygen desaturation; values not reported. No relevant laboratory data was reported. The outcome of the patient experiencing an event of oxygen desaturation was not reported.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. Philips field service engineer (fse) evaluated the device and was unable to duplicate the symptom. No diagnostic report was provided for review. No parts were replaced. The device passed all performance verification testing and was placed back into use with the customer. The cannot reach target flow is a low priority alarm that may occur during high flow therapy. The alarm is generated when the machine pressure reached its maximum and could not achieve the target flow. The recommended repair is to check the patient, check that the nasal cannula size is appropriate for the flow setting, check that an occlusive interface is not in use, and check the patient circuit for occlusions, kinks, or liquid (respironics v60/v60 plus ventilator, service manual, publication number 1049766, revision k, page 103). There is no information to support that a malfunction occurred. The device was behaving as intended when it alerted the user to an occlusive condition. The cannot reach target flow alarm is an expected device behavior when an occlusion occurs in the patient circuit and the machine pressure is outside the range to delivery therapy. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.